Event description:
Information received indicated the manual trend function does not operate.

Manufacturer narrative:
The hill-rom technician found the seal was loose on the trend valve. He replaced the trend valve to resolve the issue.